Manufacturer narrative:
This claim was withdrawn, and the alleged produce complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonable suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Previous patient code(s) (1930) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2004, through (B)(6) 2018, and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from (B)(6) 2007, through (B)(6) 2012, were not provided. Patient information: medical history: morbid obesity; (B)(6) 2004: 225 lbs., bmi 41.1; (B)(6) 2017: 236 lbs., bmi 43; gastroesophageal reflux disease [gerd]; diverticulosis; diabetes mellitus. Surgical procedures: (B)(6) 1980: tubal ligation. 1996: total abdominal hysterectomy, right salpingo-oophorectomy. (B)(6) 2004: left oophorectomy for left ovarian cyst. (B)(6) 2004: small bowel resection. ¿dualmesh¿ patch implantation. Ventral incision herniorrhaphy. Implant: gore® dualmesh® biomaterial. (B)(6) 2007: attempted laparoscopic cholecystectomy, open cholecystectomy. (B)(6) 2012: exploratory laparotomy, repair of recurrent ventral hernia, exploration of the bladder. (B)(6) 2013: exploratory laparotomy. Implant preoperative complaints: (B)(6) 2004: x-ray abdomen: ¿suspect post-surgical ileus although developing obstruction cannot be excluded and clinical correlation needed.¿ (B)(6) 2004: ¿admitted (B)(6) 2004, for left oophorectomy, without complication. Postoperative convalescence slowed by nausea and vomiting. She reports flatus, not had a bowel movement since admission. Exam: morbidly obese. Abdomen: nontender. There are not any palpable masses.¿ (B)(6) 2004: CT abdomen: ¿bibasilar infiltrate. Ventral abdominal wall incisional hernia with subsequent incomplete small bowel obstruction.¿ (B)(6) 2004: ¿abd. Dressing changed, purulent drainage, malodorous saturated dressing.¿ (B)(6) 2004: x-ray abdomen: ¿history: intra abd abscess. Two view abdomen: residual oral contrast is noted throughout the colon. Impression: improvement.¿ (B)(6) 2004: ¿dressing change to abdomen. Moderate amount serous drainage & odor noted.¿ (B)(6) 2004: ¿s/p left oophorectomy, failed to progress as speedily as usual, developing postoperative nausea and vomiting. The initial thought was that she may simply have been developing a postoperative adynamic ileus, however, a CT scan of the abdomen and pelvis showed the development of a ventral incisional hernia. Implant procedure: small bowel resection. ¿dualmesh¿ patch implantation. Ventral incision herniorrhaphy. Implant: gore® dualmesh® biomaterial (1dlmc06/(B)(6)), 24cm x 18cm oval). Implant date: (B)(6) 2004 [hospitalization (B)(6) 2004 through (B)(6) 2004. Findings: ¿had an 8 cm or so diameter fascial defect with incarcerated, edematous, snarled together small bowel. With manipulation and freeing up, the involved section of small bowel appeared a bit dusky consistent with possible arterial compromise, as well as there being questions as to how much this area could continue to represent a partial or intermittent obstruction. For this reason, this area was resected, and intraperitoneal dualmesh patch fashioned as an oval with dimensions of 24 x 18 cm was used as a retrorectus repair. The rectus was closed atop this.¿ description of hernia being treated: ¿the patient¿s oophorectomy incision was reopened. There was the almost instant appreciation and recognition of the small bowel protruding through an 8 cm or so defect. The edematous small bowel had developed a seroma which was almost draining directly to the skin. There was only approximately 1 to 2 cm between the small bowel and the open skin edge. As mentioned above, much of the small bowel was edematous, and friable when handled. As this section was manipulated, there were a couple of enterotomies created, which were oversewn with 3-0 silk stitches. Adequate exposure of the peritoneal cavity, the small bowel leading up to and away from this obstruction, and just simply the need for good exposure necessitated extending the length of the incision from the navel down to above the pubic symphysis. With the incarcerated sac contents freed up, it was appreciated that the mesentery of the small bowel was injured during this exposure. This, combined with the edema and the fact that the serosa had been torn in a couple of places, made the incarcerated area of small bowel suspect for possible problems with continued obstruction or leakage. It was deemed wisest to simply resect this part, and perform a primary anastomosis. A gia stapler was used to divide the small bowel proximal and distal to the incarcerated segment. The two arms were then placed side-to-side, and a gia 55 stapler used to create a side-to-side anastomosis. The enterotomy that had been left behind was closed with a ta-60 stapler. Attention was then directed towards closure. The abdominal wall defect at this point was just under 20 cm x 8 cm.¿ implant size and fixation: ¿an ovoid specimen of dualmesh was fashioned with the long axis 24 cm and the short axis 18 cm. This mesh was placed in the abdominal cavity so that the rough side would be in contact with the peritoneum, and the smooth side would be in contact with the viscera. The mesh was tacked down circumferentially to the peritoneum, and the anterior abdominal wall with interrupted #1 prolene stitches. The stitches were brought through the fatty tissue, and the anterior abdominal wall musculature, and then a bite was taken of the rough side of the dualmesh, and then the sutures pulled up. This was repeated circumferentially so that the result was that the oval mesh would lie smoothly against the anterior abdominal wall, and the peritoneum. The fascia and what was left of the rectus muscle were closed with first interrupted simple #1 prolene stitches, and then a continuous #1 double strand of prolene stitch.¿ (B)(6) 2004: pathology: specimen: incarcerated small bowel. ¿received in formalin is a stapled segment of small bowel that is 20 cm in length and ranges from 3 up to 5 cm in diameter. The serosa has multiple adhesions and the bowel is slightly twisted upon itself.¿ (B)(6) 2004: discharge summary: ¿progressed postoperatively with routine care. Was held off parental antibiotics for a long time because of the bowel resection and implantation of artificial mesh. Discharged in good condition. Afebrile and eating without complaints, bowels were moving. Cipro 500 mg twice daily for ten days.¿ relevant medical information: (B)(6) 2005: CT abdomen: llq [left lower quadrant] abdominal pain w/ constipation and previous hernia repair. ¿there is mesh material along the ventral abdominal wall compatible w/ hernia repair. No evidence of recurrent hernia. No bowel abnormality, adenopathy, or free intraperitoneal fluid is seen. Suspect cholelithiasis w/ possible partial gallbladder wall calcification near the gallbladder neck.¿ (B)(6) 2005: ed visit: ¿abdominal pain l flank, started 3 days ago, worse today. Associated w/ loss of appetite. Severity 10/10. Trichomonas vaginitis, pid [pelvic inflammatory disease].¿ (B)(6) 2005: ed visit: ¿abdomen tender to palpation, bowel sounds increased. Clinical impression: trichomonas, uti [urinary tract infection], chronic.¿ (B)(6) 2005: x-ray abdomen: ¿chronic calcifications as described. Of particular note is within the ruq [right upper quadrant] which may reside w/in the wall of the gallbladder, as well as within the lumen of the gallbladder.¿ (B)(6) 2007: ed visit: ¿abdominal pain onset 7 days, persists. Associated symptoms: dysuria, constipation. Clinical impression: constipation.¿ partial explant preoperative complaints: (B)(6) 2007: CT abdomen: ¿diffuse chest and abdominal pain. Pelvis: surgical changes in anterior abdominal wall. No evidence of free fluid in subcutaneous tissues. No evidence of an abscess.¿ ¿mild sigmoid diverticulosis. Surgical changes in anterior abdominal wall with suggestion of atrophy of right abdominis rectus muscle.¿ (B)(6) 2007: presenting with abdominal pain and disorientation, noted on workup to have nonfunctioning gallbladder with a stone impacted in the neck of the gallbladder.¿ partial explant procedure: attempted laparoscopic cholecystectomy, open cholecystectomy. Partial explant date: (B)(6) 2007 findings: ¿laparoscopic procedure was initially attempted. I could not gain access into a free space in the abdomen and eventually abandoned the laparoscopic approach, initially starting through a mini lap and then extending it to gain free access to the peritoneal cavity. The adhesive process was secondary to her previous ventral hernia repair.¿ ¿once converted to an open procedure, the liver was reflected cephalad. The gallbladder was taken down from the fundus to the cystic duct. The cystic artery was clipped with surgical clips. The cystic duct was similarly clipped with surgical clips and divided. Hemostasis was immaculate. After copious irrigation, the abdomen was closed in a single layer with #1 vicryl. A substantial portion of goretex mesh was removed. The subcutaneous tissue was irrigated and the skin was closed with 3-0 interrupted nylon.¿ (B)(6) 2007: pathology report: ¿also received within the container are two irregular portions of tan-white plastic mesh infused with shaggy pink-tan, fibromembranous tissue. Additional tissue fragments measure 11.5 x 3.0 x 0.8 cm in aggregate. Gross examination only. No tissue sections are submitted.¿ relevant medical information: (B)(6) 2012: ed visit: ¿feces coming from the vagina. Small defect distal posterior vaginal wall. Impression: uti, rectovaginal fistula, vulvovaginal candidiasis.¿ (B)(6) 2012: admission: ¿colon-bladder fistula. Recurrent urinary tract infections. Gastroesophageal reflux disease.¿ (B)(6) 2012: exploratory laparotomy, repair of recurrent ventral hernia, exploration of the bladder. Findings: ¿very difficult procedure, complicated by a lot of adhesions and a large piece of marlex mesh that covered the midline incision from just above the pubic symphysis up to about 5 cm above the umbilicus. This was rolled up on the right side but was flat on the left side. There was no evidence that the mesh had been applied with staples. It was just basically adherent to the abdominal wall and was lying directly on the intestines and some omentum. There were multiple small-bowel adhesions to the mesh. All of them were lysed except one, which required us to resect a portion of the wall of the small bowel just to get it loose and likewise a small piece of the colon. Patient had an excellent bowel preparation and both of these were closed with a combination of staples and interrupted 2-0 vicryl sutures. We were finally able to get down to the bladder and circle the bladder and lyse all of the pelvic adhesions around the bladder, that had been inflated with 800 ml of methylene blue saline. We were unable to detect any fistula tracts. There were some large pieces of mesh that were adherent or close to the bladder and we wonder if this may have been contributing to the recurrent urinary tract infections.¿ procedure: ¿midline incision. We were surprised to learn that the patient had a large piece of mesh in the midline with the small bowel and colon adherent to it in several locations. We spent over an hour, approximately and hour and a half, taking down adhesions and getting down to the bladder. Once this was done, we inflated the bladder and all the adhesions were broken up around the bladder. There was no evidence of any fistula to any portion of the gi tract. We elected to close at this time. We put some seprafilm over the intestines to separate it from the mesh and left the mesh in place. The mesh was closed with a running 0 prolene and the fascia was closed over it with a running #1 vicryl. Jp drain was placed in the pelvis to monitor for leaks and bleeding. The skin was closed with a skin stapling device. A ¼-inch penrose drain was placed in the subcutaneous tissue to provide drainage for a few days.¿ (B)(6) 2012: x-ray abdomen: ¿mild postoperative ileus. There appears to be surgical mesh in the right hemipelvis.¿ (B)(6) 2012: discharge summary: underwent exploration, unable to identify a colovesical fistula. Did have a recurrent ventral hernia, it was above a large piece of mesh which we were unaware of in her abdomen. Small bowel was adhered to the mesh and the colon in two locations requiring us to excise a small portion of small bowel and colon to get it free from the mesh. Did develop a small bowel fistula about the time she was ready to be discharged. Treated conservatively since then with hyperalimentation and we thought it was going to close very rapidly and we started her back on a diet and then it became worse. The lower portion of her wound is open and is draining some fistulous material.¿ ¿chronic recurrent urinary tract infections with question of fistula from the gastrointestinal tract into the bladder. Negative exploratory laparotomy for fistula exploration. Small bowel fistula. Recurrent ventral hernia. The patient will be transferred to the rehab hospital over in (B)(6) for long-term tpn and hopefully closure of her fistula.¿ (B)(6) 2012: x-ray fistulogram: ¿a pocket in the right lower quadrant is suggested most likely representing a small abscess. Enterocutaneous fissure is still most likely based on the discharge.¿ (B)(6) 2013: exploratory laparotomy: ¿had a piece of small bowel that was eroded. This was complicated by a huge piece of infected mesh. It appeared to be woven polypropylene mesh. This was removed and there was a loop of small bowel that was removed and a primary anastomosis was done with the gia and ta 60 staplers. There was a second loop of small bowel that appeared to be somewhat decompressed. It was adhered to the mesh also and in the process of removing the mesh it was traumatized and we were fearful it would leak so we resected this area and did an end-to-end anastomosis with interrupted 2-0 vicryl sutures.¿ (B)(6) 2013: pathology report: ¿there are two portions of yellow tan foreign body material aggregating to 16 x 11 x 0.5 cm.¿ (B)(6) 2013: discharge summary: "discharge diagnosis: small bowel fistula. Infected marlex mesh in abdominal hernia. Hospital course: taken to the operating room and underwent exploration. We were surprised to find a large piece of marlex mesh that was infected and had two pieces of bowel that were densely adhered to it and could not be separated and had to be resected.¿ discharge diagnosis: small bowel fistula. Infected marlex mesh in abdominal hernia. Discharged home. She has grown out a staph organism from her incision from the mesh and we are going to place her on bactrim ds for an additional 10 days.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: added method/results/conclusions code 2 for sterilization evaluation. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 2004 were not provided. On (B)(6) 2004: rad abdomen flat and upright. ¿history: bilat. Oophorectomy. Impression: suspect post-surgical ileus although developing obstruction cannot be excluded and clinical correlation needed.¿ on (B)(6) 2004: consultation. ¿diagnosis: adynamic ileus. Rule out partial small bowel obstruction. Plan: will repeat abdominal films, consider small bowel follow through or cat scan. Hpi: admitted on (B)(6) 2004 for left oophorectomy, without complication. Postoperative convalescence slowed by nausea and vomiting. She reports flatus, not had a bowel movement since admission. Exam: morbidly obese. Abdomen: nontender. There are not any palpable masses.¿ on (B)(6) 2004: CT abdomen/pelvis with contrast. ¿impression: bibasilar infiltrate. Ventral abdominal wall incisional hernia with subsequent incomplete small bowel obstruction.¿ on (B)(6) 2004: rad abdomen flat and upright. ¿history: intra abd abscess. Two view abdomen: residual oral contrast is noted throughout the colon. Impression: improvement.¿ on (B)(6) 2004: operative/procedure report. ¿pre/postop diagnosis: incarcerated ventral incisional hernia. Procedure: small bowel resection. Dualmesh patch implantation. Ventral incision herniorrhaphy.¿ indications: ¿s/p left oophorectomy, failed to progress as speedily as usual, developing postoperative nausea and vomiting. The initial thought was that she may simply have been developing a postoperative adynamic ileus, however, a CT scan of the abdomen and pelvis showed the development of a ventral incisional hernia.¿ findings: ¿had an 8 cm or so diameter fascial defect with incarcerated, edematous, snarled together small bowel. With manipulation and freeing up, the involved section of small bowel appeared a bit dusky consistent with possible arterial compromise, as well as there being questions as to how much this area could continue to represent a partial or intermittent obstruction. For this reason, this area was resected, and intraperitoneal dualmesh patch fashioned as an oval with dimensions of 24 x 18 cm was used as a retrorectus repair. The rectus was closed atop this.¿ procedure in detail: ¿the patient¿s oophorectomy incision was reopened. There was the almost instant appreciation and recognition of the small bowel protruding through an 8 cm or so defect. The edematous small bowel had developed a seroma which was almost draining directly to the skin. There was only approximately 1 to 2 cm between the small bowel and the open skin edge. As mentioned above, much of the small bowel was edematous, and friable when handled. As this section was manipulated, there were a couple of enterotomies created, which were oversewn with 3-0 silk stitches. Adequate exposure of the peritoneal cavity, the small bowel leading up to and away from this obstruction, and just simply the need for good exposure necessitated extending the length of the incision from the navel down to above the pubic symphysis. With the incarcerated sac contents freed up, it was appreciated that the mesentery of the small bowel was injured during this exposure. This, combined with the edema and the fact that the serosa had been torn in a couple of places, made the incarcerated area of small bowel suspect for possible problems with continued obstruction or leakage. It was deemed wisest to simply resect this part, and perform a primary anastomosis. A gia stapler was used to divide the small bowel proximal and distal to the incarcerated segment. The two arms were then placed side-to-side, and a gia 55 stapler used to create a side-to-side anastomosis. The enterotomy that had been left behind was closed with a ta-60 stapler. Attention was then directed towards closure. The abdominal wall defect at this point was just under 20 cm x 8 cm. An ovoid specimen of dualmesh was fashioned with the long axis 24 cm and the short axis 18 cm. This mesh was placed in the abdominal cavity so that the rough side would be in contact with the peritoneum, and the smooth side would be in contact with the viscera. The mesh was tacked down circumferentially to the peritoneum, and the anterior abdominal wall with interrupted #1 prolene stitches. The stitches were brought through the fatty tissue, and the anterior abdominal wall musculature, and then a bite was taken of the rough side of the dualmesh, and then the sutures pulled up. This was repeated circumferentially so that the result was that the oval mesh would lie smoothly against the anterior abdominal wall, and the peritoneum. The fascia and what was left of the rectus muscle were closed with first interrupted simple #1 prolene stitches, and then a continuous #1 double strand of prolene stitch. A 10 mm jackson-pratt drain was placed over the fascial closure, and the subcutaneous tissue over this closed with a continuous 0 vicryl stitch. The skin was approximated with surgical skin staples.¿ on (B)(6) 2004: intraoperative record/implant. Dualmesh biomaterial. Lot: 02110323. Item: 1dlmc06. The records confirm a gore® dualmesh® biomaterial (1dlmc06/02110323) was implanted during the procedure. On (B)(6) 2004: surgical pathology report. ¿diagnosis: small bowel, segmental resection for incarceration: benign small bowel with early ischemic mucosal changes, acute inflammation and fibrosis of the mesentery. Specimen: incarcerated small bowel. History: incarcerated ventral incisional hernia. Gross description: received in formalin is a stapled segment of small bowel that is 20 cm in length and ranges from 3 up to 5 cm in diameter. The attached mesentery is yellow and rubbery and focally ragged, hemorrhagic thickened and firm. The mucosa is tan and folded and a mass is not grossly identified. The lumen is filled with tan soft fecal material. The serosa has multiple adhesions and the bowel is slightly twisted upon itself. Sections of the resection margin are submitted in block 1 and the irregular areas in blocks 2 and 3.¿ on (B)(6) 2004: discharge summary. ¿discharge diagnosis: a 5-cm left ovarian cyst. Incarcerated ventral incisional hernia. Morbid obesity. Hpi: presented with a ¿painful¿ left ovarian cyst, had not improved after a year. S/p tah with right salpingo oophorectomy in 1996. Exam: 255 pounds and 5 feet 2 inches. Hospital course: underwent oophorectomy, recovery complicated by what was initially felt to be an adynamic ileus, however, eventually proved to be an incarcerated ventral incisional hernia. Underwent repair of this with dual mesh patch. There was a small bowel resection as part of the freeing up of the incarcerated segment. A primary reanastomosis was performed. Progressed postoperatively with routine care. Was held off parental antibiotics for a long time because of the bowel resection and implantation of artificial mesh. Disposition: discharged in good condition. Afebrile and eating without complaints, bowels were moving. See me in office in two weeks. See dr. (B)(6) in two weeks as well. She is not to drive. She is to wear an abdominal binder for six weeks. Medications: cipro 500 mg twice daily for ten days.¿ records between (B)(6) 2004 and (B)(6) 2012 were not provided. On (B)(6) 2012: history and physical. ¿cc: recurrent urinary tract infection. History: seen by me initially in the emergency department about the middle of april with a 10-day history of passing feces through her urine. Placed on antibiotics, scheduled for colonoscopy. This was carried out today. We could not get past 30 cm safely. We did a gastrografin enema, which was normal and did not reveal a colon-bladder fistula. We are confidant on the basis of the fact that she had recurrent urinary tract infections and she can clearly identify fecal matter intermittently coming from her bladder. Admission diagnosis: colon-bladder fistula. Recurrent urinary tract infections. Gastroesophageal reflux disease.¿ on (B)(6) 2012: report of operation/procedure. ¿procedure: exploratory laparotomy, repair of recurrent ventral hernia, exploration of the bladder.¿ history: ¿had multiple abdominal procedures, including an ovarian cystectomy, repair of incisional hernia, and hysterectomy. Passing what she thinks is fecal matter from her bladder. Found to have diverticulosis of the colon. She is brought for exploration for possible colovesical fistula.¿ findings: ¿very difficult procedure, complicated by a lot of adhesions and a large piece of marlex mesh that covered the midline incision from just above the pubic symphysis up to about 5 cm above the umbilicus. This was rolled up on the right side but was flat on the left side. There was no evidence that the mesh had been applied with staples. It was just basically adherent to the abdominal wall and was lying directly on the intestines and some omentum. There were multiple small-bowel adhesions to the mesh. All of them were lysed except one, which required us to resect a portion of the wall of the small bowel just to get it loose and likewise a small piece of the colon. Patient had an excellent bowel preparation and both of these were closed with a combination of staples and interrupted 2-0 vicryl sutures. We were finally able to get down to the bladder and circle the bladder and lyse all of the pelvic adhesions around the bladder, that had been inflated with 800 ml of methylene blue saline. We were unable to detect any fistula tracts. There were some large pieces of mesh that were adherent or close to the bladder and we wonder if this may have been contributing to the recurrent urinary tract infections.¿ procedure: ¿the patient was taken to the operating room and prepped in the usual manner. A triple-lumen foley catheter was placed so that the bladder could be inflated with methylene blue stained normal saline. Midline incision. We were surprised to learn that the patient had a large piece of mesh in the midline with the small bowel and colon adherent to it in several locations. We spent over an hour, approximately and hour and a half, taking down adhesions and getting down to the bladder. Once this was done, we inflated the bladder and all the adhesions were broken up around the bladder. There was no evidence of any fistula to any portion of the gi tract. We elected to close at this time. We put some seprafilm over the intestines to separate it from the mesh and left the mesh in place. The mesh was closed with a running 0 prolene and the fascia was closed over it with a running #1 vicryl. Jp drain was placed in the pelvis to monitor for leaks and bleeding. The skin was closed with a skin stapling device. A ¼ -inch penrose drain was placed in the subcutaneous tissue to provide drainage for a few days.¿ on (B)(6) 2012: discharge summary. ¿history: passing feces through urine. Placed on antibiotics, scheduled for colonoscopy. Could not get past 30 cm safely, did gastrografin enema, was normal, did not reveal a colon bladder fistula. We proceeded on the basis of recurrent urinary tract infection with recurrent fecal matter in bladder that she had a small "colon bladder" fistula. Admitted for exploration and repair of any "colon bladder" fistula. Taken to the operating room, underwent exploration, unable to identify a colovesical fistula. Did have a recurrent ventral hernia, it was above a large piece of mesh which we were unaware of in her abdomen. Small bowel was adhered to the mesh and the colon in two locations requiring us to excise a small portion of small bowel and colon to get it free from the mesh. Did develop a small bowel fistula about the time she was ready to be discharged. Treated conservatively since then with hyperalimentation and we thought it was going to close very rapidly and we started her back on a diet and then it became worse. The lower portion of her wound is open and is draining some fistulous material. At this time, she is afebrile. White count is normal. Nutritional status is good. On mefoxin antibiotics based on her culture, and she is ready to be transferred. Discharge diagnoses: chronic recurrent urinary tract infections with question of fistula from the gastrointestinal tract into the bladder. Negative exploratory laparotomy for fistula exploration. Small bowel fistula. Recurrent ventral hernia. Disposition: the patient will be transferred to the rehab hospital over in greenville for long-term tpn and hopefully closure of her fistula.¿ on (B)(6) 2013: operative report. ¿history: underwent exploratory laparotomy on (B)(6) 2012. Complicated by a wound infection and small bowel fistula. She was treated over in greenville very successfully and had a small fistula that was continuing to put some output out when she was discharged home. She has been followed now for about six months and it has not stopped. She is brought for excision of this area. Findings: ¿had a piece of small bowel that was eroded. This was complicated by a huge piece of infected mesh. It appeared to be woven polypropylene mesh. This was removed and there was a loop of small bowel that was removed and a primary anastomosis was done with the gia and ta 60 staplers. There was a second loop of small bowel that appeared to be somewhat decompressed. It was adhered to the mesh also and in the process of removing the mesh it was traumatized and we were fearful it would leak so we resected this area and did an end-to-end anastomosis with interrupted 2-0 vicryl sutures. A j-p drain was placed for monitoring for leaks. Procedure: the patient was taken to the operating room and prepped in the usual manner. We entered the abdomen just above the umbilicus and previously unexplored territory by us and we were able to take down some of the adhesions. We got down below the umbilicus into the dense mesh. It was excised and the above-described procedures were accomplished. We estimated we lost about one unit of blood. She was transfused one unit. This was just constant continuous oozing. A 10 j-p drain was placed through a separate stab wound to monitor for leaks and bleeding. The fascia was closed with a combination of interrupted figure-of-eight #1 pds sutures and a second layer of running #1 pds sutures. A penrose drain was placed in the subcutaneous tissue after the method of dr. Daws. The skin was closed with a skin stapling device. The patient tolerated the procedure well and returned to the recovery room in good condition.¿ on (B)(6) 2013: surgical pathology report. ¿diagnosis: small bowel, segmental resection: small bowel, soft tissue, and skin, with acute inflammation and fistula. Negative for neoplasm. Clinical history: fistula. Specimens: small bowel/intestine, resection for other than tumor. Gross description: received in formalin are multiple specimens as follows: there are two portions of yellow tan foreign body material aggregating to 16 x 11 x 0.5 cm. There is a fragmented portion of small bowel which measures 24 cm in length and varies in diameter from 3 to 5 cm. The serosal surface of the small bowel is yellow tan with a central area of thickening located 9.5 cm from the closest margin and 14 cm from the other margin. The mucosa is yellow tan throughout with normal mucosal folds and mild edema with no definitive lesions. Also received in the container is a portion of skin with attached coarsely lobular yellow gold soft tissue and red brown thickened fibrotic tissue. This portion of tissue measures 9 x 7 x 4.5 cm. The skin surface is tan brown and focally puckered. The specimen is bisected to reveal a predominantly fibrous white tan cut surface with a distinct fistula tract measuring 5 cm in length. Representative sections are submitted as follows: (a1-a 2-2 each, sections of unremarkable small bowel), (a3-a4-1 each, sections of central thickened bowel wall), (a5-a6-1 each, sections of fistula tract), (a7-a8-1 each, sections of fistula and skin surface).¿ on (B)(6) 2013: discharge summary. ¿history: exploratory laparotomy for colovesical fistula in may of last year. Successful operation but had a wound infection complicated by the development of a small bowel fistula. This has failed conservative treatment. Treated with wound vac system and anticipated that it was going to close and we have been following her now for six months and it has not closed. We anticipate there is some infection or some reason keeping it from closing. She was admitted for exploration and resection of small bowel fistula. Exam: abdomen: small fistula in a lower midline incision about halfway between the umbilicus and the pubic symphysis. Hospital course: taken to the operating room and underwent exploration. We were surprised to find a large piece of marlex mesh that was infected and had two pieces of bowel that were densely adhered to it and could not be separated and had to be resected. She had two loops of small bowel, each one measuring about 8 inches that was resected, primary anastomoses were done. Postoperatively, she has done exceptionally well, but she was extremely slow to open up. It was six days before she started passing flatus and having a bowel movement. At this time she is afebrile. She is tolerating a regular diet, having bowel movements, has normal white count, and is ready to be discharged home. Discharge diagnosis: small bowel fistula. Infected marlex mesh in abdominal hernia. Surgical procedures during this hospitalization: exploratory lap, removal of infected mesh, repair of ventral hernia, resection of two small bowel loops, and a fistula. Disposition: discharged home. She has grown out a staph organism from her incision from the mesh and we are going to place her on bactrim ds for an additional 10 days. She has a small penrose drain coming out of the lower surface of her midline incision and she will see us early next week and have that removed. She is still having a scanty amount of drainage from that.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent ventral hernia repair on (B)(6) 2004, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, mesh removal, mesh repair, two additional surgeries, resection of bowel loops. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2004, including tubal ligation, right and left oophorectomy, were not provided. (B)(6) 2004: (B)(6) hospital. (B)(6), md. History & physical. Plan: will repeat abdominal flat & upright films tomorrow, and consider a small bowel follow through or cat scan. Assessment: it can sometimes be difficult only 5 days after surgery to say whether or not in one not moving her bowels or passing wind is having a mechanical obstruction, or whether or not it is simply adynamic ileus and slow response. Patient¿s films show bile gas distention which could represent either process. Check films tomorrow to see if pt appears to be improving or not. Also, upper gi might help in seeing if there is a focus of obstruction, or cat scan might look for something such as an intraabdominal abscess. Contrast w/ cat scan might act as a cathartic and might help push things through. Or cat scan may be beneficial in just seeing whether or not the contrast migrates into the colon. (B)(6) 2004: (B)(6) hospital. (B)(6), md. Radiology-abdomen flat & upright. R/o intraabdominal abscess. Impression: appearance observed is unchanged in comparison to previous exam dated (B)(6) 2004 w/ persistent small bowel distention. (B)(6) 2004: (B)(6) hospital. Nursing progress notes. Abd. Dressing changed, purulent drainage, malodorous saturated dressing. (B)(6) 2004: (B)(6) hospital. Nursing progress notes. Dressing change to abdomen. Cleaned w/ ns, covered w/ 4x4¿s & abd pad. Moderate amount serous drainage & odor noted. Pt tolerated well. (B)(6) 2004: (B)(6) hospital. Nursing progress notes. Pt up in br vomiting large amount of green bile. (B)(6) 2005: (B)(6) hospital. (B)(6), md. Radiology-CT abdomen & pelvis w/ IV & oral contrast. Hx: llq abdominal pain w/ constipation and previous hernia repair. There is mesh material along the ventral abdominal wall compatible w/ hernia repair. No evidence of recurrent hernia. No bowel abnormality, adenopathy, or free intraperitoneal fluid is seen. Impression: suspect cholelithiasis w/ possible partial gallbladder wall calcification near the gallbladder neck. Post-surgical change as described. (B)(6) 2005: (B)(6) hospital. (B)(6), md/ (B)(6), md. Emergency physician record. Abdominal pain l flank, started 3 days ago, worse today. Associated w/ loss of appetite. Severity 10/10. Exacerbated by standing, relieved by sitting. Pelvic exam: external nl., vaginal discharge, abdominal tenderness l. Clinical impression: trichomonas vaginitis, pid [pelvic inflammatory disease]. (B)(6) 2005: (B)(6) hospital. (B)(6), md/ (B)(6) , md. Emergency physician record. Abdominal pain. Last year ventral hernia surgery. Hurts on and off. Pain got so bad she had to come to ER. Also c/o food getting stuck in xiphoid region. Moderate, exacerbated by movements, relieved by nothing. Psh: ovarian cyst. Abdomen tender to palpation, bowel sounds increased. Clinical impression: trichomonas, uti, chronic. (B)(6) 2005: (B)(6) hospital. (B)(6), md. Radiology-acute abdomen series. Bowel gas pattern is unremarkable. Numerous punctate calcifications within the pelvis w/o significant change versus previous studies dating back to (B)(6) 2004 and likely vascular in etiology. In addition, there are chronic calcifications within the ruq of the abdomen, also w/o significant change and noted on previous CT dated (B)(6) 2005 and thought to represent cholelithiasis w/ partial gallbladder wall calcification. No free intraperitoneal gas identified. Impression: chronic calcifications as described. Of particular note is within the ruq which may reside w/in the wall of the gallbladder, as well as within the lumen of the gallbladder. Sonography may be of benefit for further evaluation if clinically indicated. (B)(6) 2007: (B)(6) hospital. (B)(6), do. Emergency physician record. Abdominal pain onset 7 days, persists. Associated symptoms: dysuria, constipation. Clinical impression: constipation. (B)(6) 2007: (B)(6) hospital. (B)(6) , md. Radiology-CT abdomen, pelvis & chest w/ contrast. Hx: acute delusional state, possible abscess, diffuse chest and abdominal pain. Abdomen: no evidence of an abscess on this exam. Impression: appears to be cholelithiasis with mild cholecystitis. Pelvis: surgical changes in anterior abdominal wall. No evidence of free fluid in subcutaneous tissues. No evidence of an abscess. There is asymmetry of the abdominis rectus muscles with marked atrophy on the right. There is no free fluid or lymphadenopathy. Mild sigmoid diverticulosis without evidence of diverticulitis. Impression: mild sigmoid diverticulosis. Surgical changes in anterior abdominal wall with suggestion of atrophy of right abdominis rectus muscle. (B)(6) 2007: (B)(6) hospital. (B)(6), md. Operative report. Preop dx: nonfunctioning gallbladder, impacted gallstone in the neck of the gallbladder. Postop diagnosis: nonfunctioning gallbladder, impacted gallstone in the neck of the gallbladder, s/p ventral hernia repair w/ goretex mesh. Procedure: attempted laparoscopic cholecystectomy, open cholecystectomy. Indications: 50-year-old woman presenting with abdominal pain and disorientation, noted on workup to have nonfunctioning gallbladder with a stone impacted in the neck of the gallbladder. Findings: laparoscopic procedure was initially attempted. I could not gain access into a free space in the abdomen and eventually abandoned the laparoscopic approach, initially starting through a mini lap and then extending it to gain free access to the peritoneal cavity. The adhesive process was secondary to her previous ventral hernia repair. Description of procedure: ¿once converted to an open procedure, the liver was reflected cephalad. The gallbladder was taken down from the fundus to the cystic duct. The cystic artery was clipped with surgical clips. The cystic duct was similarly clipped with surgical clips and divided. Hemostasis was immaculate. After copious irrigation, the abdomen was closed in a single layer with #1 vicryl. A substantial portion of goretex mesh was removed. The subcutaneous tissue was irrigated and the skin was closed with 3-0 interrupted nylon. The procedure was well tolerated.¿ (B)(6) 2007: (B)(6) pathology consultants. (B)(6), md. Pathology report. Acsn #: (B)(4). Diagnosis: gallbladder, cholecystectomy and mesh removal: mild chronic cholecystitis with cholelithiasis. Surgical mesh (gross only). Specimen: gallbladder and mesh from previous hernia repair. History: cholelithiasis, obstructed cystic duct. Gross description: received in formalin is a 9.5 x 2.5 x 2.0 cm unopened gallbladder with a partially obstructed cystic duct. The wall is thin and pliable. The mucosa is tan and velvety with focal areas of trabeculation along the neck of the specimen. The specimen is filled with red-brown gelatinous mucoid substance and contains a 2.8 x 1.8 x 1.3 cm yellow-white crystalline cholelith. Also received within the container are two irregular portions of tan-white plastic mesh infused with shaggy pink-tan, fibromembranous tissue. Additional tissue fragments measure 11.5 x 3.0 x 0.8 cm in aggregate. Gross examination only. No tissue sections are submitted. (B)(6) 2012: (B)(6) hospital. (B)(6), md. Emergency physician record. Cc: feces coming from the vagina. Pelvic exam: external genitalia wnl. Small defect distal posterior vaginal wall. No leakage of bowel contents. Thick, white vaginal discharge. Wbc 11.2, segs 82.4. Clinical impression: uti, rectovaginal fistula, vulvovaginal candidiasis. (B)(6) 2012: (B)(6) hospital. (B)(6), md. Progress notes. Vomited 2-3 times. [Illegible] to phenergan. She is passing gas & there is minimal drainage in j-p. (B)(6) 2012: (B)(6) hospital. (B)(6), md. Radiology-abdomen supine & erect. Indication: pain, colovesicular fistula. Findings: surgical changes over midline w/ numerous skin staples noted. Radiopaque density over right hemipelvis that measures approximately 3.5 x 1.4 cm. This may represent surgical mesh. There is dilated small bowel w/ numerous air fluid levels. No free air. Findings suggest mild postop ileus. Impression: mild postoperative ileus. There appears to be surgical mesh in the right hemipelvis. (B)(6) 2012: (B)(6) hospital. (B)(6), md. Radiology-xr fistulogram. Indication: small bowel fistula. Findings: after placement of a foley catheter through the cutaneous fistula, approximately 10 cc of gastrografin were injected. The gastrografin collects in a pocket in the rlq/ right hemipelvis. The possibility of a pelvic abscess is raised. An enterocutaneous fistula is most likely based on the discharge noted at the opening of the fistula. Impression: no [illegible] to loop is demonstrated on this exam. A pocket in the right lower quadrant is suggested most likely representing a small abscess. Enterocutaneous fissure is still most likely based on the discharge. (B)(6) 2013: (B)(6) hospital. (B)(6), md. Emergency physician record. Nausea & abdominal pain since this am. Eating but oral intake leading to vomiting. Pmh: abdominal cyst. Gi exam: wound clean & dry. Small area still open. Rx given: zofran. Clinical impression: drug reaction, ams [altered mental status], nausea. (B)(6) 2013: (B)(6) hospital. (B)(6), md. Radiology-x-ray kub abdomen. Indication: pain. Findings: ap supine views of abdomen were obtained. Non-specific bowel gas pattern. No evidence of bowel obstruction or free air. No abnormal calcifications or soft tissue densities seen. Surgical changes in ruq consistent with cholecystectomy. Surgical changes in left lower quadrant as well. Impression: unremarkable abdomen x-ray. Surgical changes as detailed above. (B)(6) 2014: (B)(6) hospital. (B)(6), md. Radiology-us abdomen complete. Indication: abdominal pain. Findings: no obvious anterior abdominal wall or lateral abdominal wall hernia seen. Impression: normal abdominal ultrasound. No left-sided abdominal wall hernia is demonstrated. (B)(6) 2015: (B)(6) medical center. Tara hales, rn. Ed triage report. Pt currently being treated for uti by pcp for over a week. Currently on bactrim. States having side effects from med, vomiting, blood in urine, bladder spasms, ¿foam¿ in urine, luq pain. (B)(6) 2015: (B)(6) medical center. (B)(6), md. Emergency physician record. Cc: abdominal pain, 7 days, no radiation. Cramping, 7-8/10. Associated symptoms: nausea, vomiting, constipation. Impression: gerd, pyuria, nephrolithiasis. (B)(6) 2015: (B)(6) medical center. (B)(6), md. Radiology-CT abdomen & pelvis w/o contrast. Clinical information: 58-year-old w/ hernia repair and multifocal, migratory midline abdominal pain. H/o fistula repair. Abdomen: there is asymmetric right pelvocaliectasis as a result of large obstructing stone in renal pelvis measuring up to 2.7 cm. Additional calculi are present w/ possible layering in lower pole. Malrotation of right kidney is chronic. No left renal or ureteral calculi. No bladder calculi. Lung bases unremarkable. No pleural or pericardial fluid. Liver enlarged, moderate diffuse fatty infiltration. Stable left adrenal lipid rich adenoma. Remaining solid viscera unremarkable to limits of noncontrast CT. Gallbladder surgically absent. Multiple para midline anterior abdominal wall hernias containing non-obstructed bowel. Small bowel surgical staple line present in rlq w/o associated dilatation. Non-opacified small bowel and mesentery otherwise unremarkable. No upper abdominal nor retroperitoneal lymph node enlargement. Pelvis: uterus not visualized. No adnexal masses. Large bowel somewhat redundant but normal in caliber. No ongoing inflammation. No pelvis lymph node enlargement or due to penetrate pelvic fluid. No aggressive osseous lesions. Impression: obstructing right renal calculus measures up to 2.7 x 2.0 cm. Additional deepening calculi are present in lower pole. Hepatomegaly w/ moderate diffuse fatty infiltration. Multifocal anterior abdominal wall hernias contain omental fat and non-obstructed bowel. (B)(6) 2016: (B)(6) medical center. (B)(6), md. Radiology-two view abdominal x-ray. Dx: r10.9 unspecified abdominal pain. Findings: there is non-obstructive bowel gas pattern. No evidence of free air. Lung bases are unremarkable. Surrounding bones are unremarkable. Cholecystectomy clips present. Impression: normal bowel gas pattern. (B)(6) 2017: (B)(6) medical center. (B)(6), md. Ed provider notes. Abdominal pain, started yesterday. Getting steadily worse through the night, increase in intensity 4 hrs ago. Had some nausea & vomiting. Regular bowel movements. Denies diarrhea, constipation, blood in stool, fever. Sharp w/ intermittent cramping. Feels similar to time she had diverticulitis. Denies intestinal surgery. No dysuria or frequency. Ros-gi: negative for abdominal distention, anal bleeding, rectal pain. Pmh: diabetes mellitus. Never smoker. Wt 107 kg. Abdominal exam: soft, mild distention, diffuse abdominal tenderness that seems concentrated centrally w/ possible hernia? Habitus makes exam difficult. No rebound, guarding, or rigidity. Normal bowel sounds. No organomegaly. Last ER visit (B)(6) 2017 was maybe partial bowel obstruction seen on CT. Surgery evaluated & pt was discharged home. Attempted reduction for possible hernia but unable. CT shows sbo associated w/ hernia. Impression: hernia, sbo. Disposition: transferred-dr. Mount. (B)(6) 2017: [missing records: records following transfer to other facility for treatment of hernia w/ small bowel obstruction]. (B)(6) 2017: (B)(6) medical center. (B)(6), md. Radiology-CT abdomen & pelvis w/ IV contrast only. History: moderate to severe abdominal cramping and nausea. Vomiting x3 days. CT abdomen: mild bilateral lower lobe segmental atelectasis and/ or scar. Liver, spleen, pancreas and right adrenal gland unremarkable. Mild left adrenal gland thickening, unchanged. Right kidney demonstrates lobulated contour. Non-obstructing calculus present measuring up to 1 cm in size at lower pole. 1.7 cm cyst present at the lower pole left kidney. Right kidney appears atrophic. Left ventral abdominal wall hernia containing a portion of transverse colon w/o obstruction. Right paraumbilical hernia containing small bowel loops proximal to hernia. There is suture material associated w/ small bowel loops w/in lower quadrants. No adenopathy or ascites is present. No inflammatory changes. S/p cholecystectomy. CT pelvis: no adenopathy or ascites present w/in pelvis. No infiltrates changes. Few dilated small bowel loops extend into pelvis. S/p hysterectomy. Impression: 1) right paraumbilical hernia containing small bowel loops similar to that seen previously; now causing bowel obstruction. 2) left ventral abdominal wall hernia containing colon w/o obstruction, unchanged. 3) non-obstructing right renal calculus. (B)(6) 2017: (B)(6) medical center. (B)(6), md. Ed provider notes. Cc: epigastric abdominal discomfort that radiates to her back. No ripping, tearing, nausea, vomiting or stool changes. Symptoms began this morning after eating cereal. Denies any aggravation or alleviation of symptoms. Denies any true chest pain or pressure. Ros-gi: negative for abdominal distention, blood in stool or diarrhea. Abdominal exam: mildly tender to palpation epigastric area. Meds ordered today: maalox, lidocaine, ondansetron, sucralfate. X-ray showed no signs of small bowel obstruction. Workup otherwise grossly unimpressive. Responded well to gi cocktail. Will discharge adding carafate to current regimen. F/u w/ gi outpatient. Clinical impression: epigastric pain. Discharged, stable. (B)(6) 2017: (B)(6) medical center. (B)(6), md. Radiology-chest & abdomen 3 views. Clinical information: abdominal pain. Findings: single view of chest shows heart to be normal size & mediastinum unremarkable. Lungs clear. No pleural effusion. No free air under calcifications in the abdomen. Metallic clips present ruq. Impression: no acute abnormality. (B)(6) 2018: (B)(6) medical center. (B)(6), do. Ed provider notes. Cc: abdominal pain that began while she was eating around 4 pm yesterday afternoon. Reports multiple episodes of associated vomiting. States pain is in upper abdomen (above umbilicus). Denies radiation of pain to back, chest pain, sob, hematemesis, hematochezia, melena, bright red blood per rectum. Normal bm today. Ros-gi: negative for constipation and diarrhea. Abdominal exam: soft, non-distended. Diffuse upper abdominal ttp [tender to palpation]. No rebound, guarding, or rigidity. No organomegaly. Hypoactive bowel sounds. Labs: wbc 16.0, rbc 5.09, mch 26.5, mchc 32.1, rdw 16.9, neut abs 14.3, nrbc 0.1, nucleated rbc 0.01, cl 96, glu 183, bun 30, t protein 9.0, bun/ cr ratio 26, anion gap 14, modified cockcroft-gault crcl 41, lipase 60, urine protein 30, urine blood trace-lysed, urine wbc 0-2, urine rbc 0-2, urine bacteria few, urine crystals few amorphous. Meds ordered today: hydromorphone (dilaudid), metoclopramide (reglan), ondansetron (zofran). Cbc w/ leukocytosis. CT a/p with p.o. Contrast only shows partial sbo. No further vomiting episodes in ed. Clinical impression: partial small bowel obstruction. Disposition: transferred, stable. (B)(6) 2018: [missing records: records following transfer to other facility for treatment of small bowel obstruction]. (B)(6) 2018: (B)(6) medical center. (B)(6), md. Radiology-CT abdomen & pelvis w/ oral contrast only. Indication: lower abdomen pain w/ nausea and vomiting beginning yesterday. Abdomen: lung bases show some minimal linear probable atelectasis. Surgical clips seen in gallbladder fossa. Pancreas, spleen, right adrenal appear normal. Left adrenal again shows some diffuse thickening, appears unchanged. Right kidney shows radiating system calcifications in the lower pole in a partial staghorn configuration but no obstruction seen, w/ calcifications measuring up to 1.6 cm. Left kidney appears normal. No intraperitoneal free air, ascites, nor abnormal adenopathy seen. Anterior abdominal wall hernia containing a loop of transverse colon again, unchanged. Fluid-filled loops of small bowel but no transition point noted. Pelvis: fluid-filled loops of small bowel are again seen w/ a hernia to the right of midline at the umbilicus level that may be a level of partial obstruction, w/ signs of previous small bowel surgeries again noted. There is decompressed terminal ileum. Appendix appears normal. Bladder appears normal, uterus is absent. Impression: 1) enlargement of a partial staghorn calcification in lower pole of right kidney collecting system. 2) anterior abdominal wall hernia containing loop of colon w/o obstruction at this level. 3) anterior abdominal wall hernia at the level of the umbilicus to the right again seen containing a loop of small bowel that is causing at least partial obstruction. (B)(6) 2018: (B)(6) medical center. (B)(6), md. Ed provider notes. Bruises on abdominal wall. Denies any abdominal pain, persistent vomiting, or change in bowel habits. Recently admitted for partial small bowel obstruction which resolved w/ conservative therapy. Abdominal exam: soft, non-distended. No tenderness. No rebound, guarding or rigidity. Good bowel sounds. (B)(6) 2018: (B)(6) medical center. (B)(6), md. Ed provider notes. Reports h/o frequent utis, urinary frequency, dark urine & dysuria for last several days. Has had nausea and vomited several times this morning. Son reports she had some altered mental status. Has not had any known fevers, falls, injuries, focal neurologic deficits. Has not had any cough. Being evaluated for possible surgery soon for abdominal hernias. Denies abdominal pain. No concern about any toxic ingestion. Wt 104 kg. Abdominal exam: soft, non-distended. No tenderness, rebound, guarding, or rigidity. Good bowel sounds. Lipase 171. Clinical impression: acute cystitis w/o hematuria, delirium, acute renal failure, dehydration. Admitted. (B)(6) 2018: (B)(6) medical center. (B)(6), md. History & physical. Pt has done poorly over last 10 days. Unclear as to whether she has had a bowel movement since last thursday. Admits to passing flatus. She and her surgeons are hesitant to operate because of the risks involved. Abdominal exam: deep scars in midline above and below the umbilicus. A going mass just above umbilicus and just left of midline is consistent w/ a hernia, but is not tender. Active problems: incisional hernia. (B)(6) 2018: (B)(6) medical center. Radiology-CT abdomen & pelvis w/o contrast. CT abdomen: liver, spleen, pancreas, and adrenal glands unremarkable aside from suspected small left adrenal nodule. Again noted is the ranging calculus w/in the right lower pole calyces and extending into the renal pelvis measuring up to 1.8 cm in size. No hydronephrosis. No renal calculi present on left. Again noted is a left ventral abdominal wall hernia containing portion of transverse colon w/o obstruction. More inferiorly located hernia at and below umbilicus contains small bowel loops w/o causing obstruction. Small bowel dilatation has resolved. No adenopathy or ascites present. No inflammatory changes. Suture material is present associated w/ bowel loops w/in the lower quadrants. CT pelvis: no adenopathy or ascites present. No calculi identified along the course of the uterus. Impression: 1) interval resolution of dilated small bowel loops. Bilateral abdominal wall hernias remain. 2) lower pole right staghorn calculus. (B)(6) 2018: (B)(6) medical center. (B)(6), md. Discharge summary. Pt was on rocephin for 3 days, but urine & blood cultures negative. Had worsening confusion w/ hallucinations. Rocephin stopped. Confusion and hallucinations worsened. Patient transferred to medical floor for psychiatry consult. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.